Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial lead implant. During the procedure, increased capture threshold was observed. The lead was repositioned several times however the issue remained. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.